Manufacturer narrative:
It was reported that after a bunion surgery on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2019 due to non-union and a broken screw. The devices were returned to the manufacturer for evaluation and it was confirmed one (1) of the 2.5x14mm locking screws ((B)(4)) broke. All other locking screws and both biplanar plates were intact, only exhibiting wear expected from normal use. The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during their manufacture and release that could have contributed to the problem reported. Although a number of factors could have contributed to the screw breakage and removal of hardware, the available information indicates the most likely cause was non-union of the patient's bones possibly due to an unsuccessful allograft according to feedback from the surgeon. To address the non-union, the surgeon revised the site with tmc hardware. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after a bunion surgery on (B)(6) 2018, all hardware (sk12) was removed in a revision surgery on (B)(6) 2019 due to non-union and a broken screw ((B)(4)). The site was revised with tmc hardware. No other patient outcomes were reported as a result of this event.